Event description:
A customer reported an issue with the pump display, which affected their ability to interact with the pump or read the screen. The impact on the customer's blood glucose level was not reported. However, there was no indication of an adverse impact. Technical support arranged for a pump replacement under warranty, and the customer was instructed on using a backup insulin delivery method to prevent interruptions. The customer understood all instructions, including the process for returning the defective pump.